Event description:
Boston scientific received information that the remote monitoring communicator associated with this cardiac resynchronization therapy defibrillator (crt-d) indicated a possible device anomaly. The patient was referred to their clinic to for follow-up. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.